Event description:
It was initially reported that the patient had an increase in seizures but a decrease in the number of drop seizures. The patient was referred for a generator replacement and had an increase in one of her medications. The patient had a generator replacement and attempts for product return are in progress.

Event description:
Additional information was received that the generator was returned to the manufacturer for analysis. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. However, the battery, 2.798 volts as measured shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 97.015% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.